Event description:
Pak et al. "Indium-111 diethylene-triamine-pentaacetic acid scintigraphy in the evaluation of function and patency of baclofen intrathecal infusion systems." Neurosurg. Focus/volume 23/july, 2007. The study describes the results of retrospective review of ten scintigraphic studies in eight pts. The pts were being treated with baclofen infusion systems for severe spasticity. All pts were experiencing a lack of improvement of symptoms or symptoms worsening after initial response to therapy. A number of pts responded to dose increased but a number of device related complications were noted. A pt experienced a lack of improvement of symptoms with the intrathecal baclofen infusion system or symptoms worsened after initial response to therapy. Study results revealed only pump activity at 72 hrs post injection. A twisted catheter was identified and replaced. The pts symptoms improved.